Manufacturer narrative:
(B)(4). Concomitant medical products: item #00877502802, bioloxâ® delta, ceramic femoral head, lot #2971426; item #110010242, g7 osseoti 3 hole shell, lot #6398821; item #unknown, unknown stem, lot #unknown; item #unknown, unknown g7 instruments, lot #unknown. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-03424.

Event description:
It was reported that a patient had a right total hip arthroplasty. Subsequently, approximately five months post op, the patient was revised due to dislocation. It was also reported that the patient had dislocated three times before the revision surgery and relocation was performed each time. During the revision procedure, it was noted that the biolox head had disassociated from the liner and the liner was lodged posteriorly outside of the cup. The head, liner and cup were removed and replaced. Additional information was requested however, none was available.

Manufacturer narrative:
(B)(4). UDI # : (B)(4). This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. A g7 osseoti 3 hole shell 48mm c, part # 110010242 from lot 6398821, was returned and evaluated against the complaint. Visual inspection found the rim of the shell to be scratched such that some of the color has worn off. Foreign debris remains affixed to the porous coating. The liner was removed from the shell by pressing on the dimple through the apex hole of the shell. Bio debris was observed between the shell and liner. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.